Event description:
The customer reported that the bulb in the evis exera iii xenon light source was overheating, and light source error code e101 was displayed. The issues were found during set up. There was no patient involved. This report is being submitted for the malfunction, error code e101.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.